Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl, and the meter bg reading was 424 mg/dl. Reportedly, a second cgm bg reading was below 40 mg/dl, and the meter bg reading was 365 mg/dl. Reportedly, a third cgm bg reading was 72 mg/dl, and the meter bg reading was 424 mg/dl. Reportedly, due to the inaccuracy, the customer went to the emergency room (ER) with an elevated bg and trace ketones. The customer was treated with ibuprofen and was monitored while the pump brought the bg down. The customer was released from the ER 7 hours later with no permanent damage. After release from the ER, the customer's bg level reached 507 mg/dl with trace ketones. The customer administered a manual dose injection to address the bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.